Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) performing the pm replaced the front end module to resolve the issue. The fse completed full pm and the unit was calibrated and passed all functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported during preventative maintenance (pm) performed by a getinge field service engineer (fse) that test point 70 for ECG gain was broken. There was not patient involvement and no adverse event reported.